Manufacturer narrative:
Pump passed the operating currents measurement, unexpected restart error test, self test and displacement test. Pump was monitored for several days and no blank display anomaly or display anomaly noted. No damage found on lcd isolation tape noted. No unexpected failed battery test alarm noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with blank display screen with failed battery test alert. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for blank display screen and failed battery test alert. Customer did not receive failed battery test alert and was cleared. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.